Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had missing reservoir ring and prime anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that insulin squirts out when priming. Customer declined troubleshooting. The insulin pump will not be returned for analysis.